Event description:
It was reported that the patient received inappropriate shocks due to oversensing from the right ventricular (rv) lead. It was noted that the lead exhibited oversensing of noise and high impedance. Lead fracture was suspected. The lead was partially removed, capped, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The product analysis was determined to be not required because lead partial lead was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.